Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic partial lung resection, the user found that the front end of the reload could not be closed completely. The reload was checked before use and the outer packaging was intact and was within the validity period. After the occurrence, the surgical nurse immediately replaced with another lot of the reload and the same handle was used for the operation, and the surgery proceeded smoothly. There was a delay in the procedure of 10 minutes. There was no patient injury.